Event description:
Information received indicates that pump alarms error code 13.

Manufacturer narrative:
Investigation found that the diode d7 determined to be leaky and was out of specification. New pcb was replaced to solve the issue.